Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a catheter manipulation. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) it was reported that the patient's catheter was manipulated on (B)(6) 2020 at the hospital. The pdrn confirmed that after the catheter manipulation, the patient has received their new cycler and is continuing pd therapy without issue. There were no injury, adverse events, or medical intervention required as a result of a fresenius device/product. C-616967, ce00079196. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).